Event description:
Procedure type: lap. Prostatectomy. According to the reporter: the balloon dissector ruptured, although it was insufflated with 35 pumps only. Pieces did fall into the cavity, and they were all retrieved without injury to the pt. Operative time was extended by 10 minutes. There was no additional bleeding and the size of the incision was not increase. No pt injury was reported.

Manufacturer narrative:
.